Manufacturer narrative:
(B)(6).

Event description:
It was reported during an ipg revision (related manufacturer reference number: 1627487-2021-14405) the physician disconnected and removed the lead during the procedure unintentionally.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.